Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected filed: d4(unique identifier (UDI) #). A getinge field service engineer (fse) have confirmed the reproduction. It was believed that the problem was caused by deterioration of the video receiver board and flat cable inside the display, so fse replaced video receiver board (0670-00-0736) and flat cable (0012-00-1747). After replacement, the problem disappeared and a functional check confirmed that there were no problems. The equipment was returned to a usable condition.

Event description:
It was reported that when the power was turned on during equipment inspection, the cs300 intra-aortic balloon pump (iabp) unit display screen is distorted. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name: getting group japan co., ltd. Tokyo office. A supplemental report will be submitted upon completion of our investigation.